Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the venaseal device for a vein closure procedure with no issues noted. It was reported that the patient presented with hypersensitivity reaction to the glue who initially responded well to steroids/nsaids, but a week or so later had a recurrent reaction. Steroids and hydrocortisone topical creams were repeated.